Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00069 on (B)(6) 2019. Additional information ((B)(6) 2019): siemens further investigated and determined a misalignment of probes and their wash stations potentially contributed to the discordant results. The conclusion code has been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00067_s1 and MDR 2432235-2019-00068_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that they obtained discordant results on an unknown number of patient samples on an advia chemistry xpt instrument. The customer stated that quality controls (qcs) were within ranges on the day of the event, and that they replaced the sample-dilution probe (dpp) probe after the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: cleaned wash stations dpp and sample pipetting probe (spp); performed alignments between the dpp and v wash block and between the spp to the wash block; modified the distance of dpp and spp to dilution tray turntable cuvettes; modified and calibrated ion selective electrode (ise) baseline solution; ran calibration and qcs, resulting acceptably. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00067 was filed for the discordant ecre_2 result on 15-jan-2019 and MDR 2432235-2019-00068 was filed for the discordant ecre_2 result on 24-jan-2019

Event description:
Discordant results were obtained on an unknown number of patient samples on an advia chemistry xpt instrument. The results were not provided, and it is unknown if the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.